Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
It was reported to philips that the device fails to display an ECG signal. The issue was further clarified by a philips fse that the front end board fails to detect that an ECG cable is plugged into the device. There was no reported pt involvement.